Event description:
Baxter received a report regarding a transfer set that was leaking from the twist clamp. No injury or medical intervention was reported. The sample is available for evaluation.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The actual device was received and evaluated. This complaint for a leak was confirmed in the lab. The results of a sample evaluation revealed that the sleeve was separated from the light blue main body. There was a leak from below the occluder feet towards the light blue main body, and a leak from the hole in silicone tubing. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.